Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was deployed, but it needed to be recaptured. When the closure device was recaptured, the sheath of the access system was noticed to be kinked. The procedure was unable to be completed for an unknown reason; however, there were no patient complications and the patient was stable.

Manufacturer narrative:
Device returned to manufacturer: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Analysis of the device consisted of visual and microscopic inspection. Examination of the hub, sheath and tip revealed sheath kinks 4cm distal of the strain relief, 5cm and 12cm proximal of the tip. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was deployed, but it needed to be recaptured. When the closure device was recaptured, the sheath of the access system was noticed to be kinked. The procedure was unable to be completed for an unknown reason; however, there were no patient complications and the patient was stable.